Manufacturer narrative:
(B)(6). Section g4: 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject 950a81 adult ventilator dual heated circuit kit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in germany reported via a fisher & paykel (f&p) healthcare field representative that a 950a81 adult ventilator dual heated circuit kit was damaged and leaking air during patient use. There was no reported patient harm.